Manufacturer narrative:
The reported complaint that the lcd screen of the autopulse platform (sn (B)(6)) is pixelated and unreadable was confirmed during a visual-functional inspection. The root cause of the reported complaint was the defective lcd screen with the transmissive board, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in september 2019 and is over 6 years old. Review of the autopulse platform's archive data did not reveal any significant discrepancies or error messages. Upon the initial functional testing, the autopulse platform powered up without fault or error. The lcd screen was unreadable with missing pixels. The defective lcd transmissive assembly must be replaced to resolve the issue. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that the lcd screen of the autopulse platform (sn (B)(6)) is pixelated, and the entire display is unreadable. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.